Event description:
Customer tested blood glucose at 1:30 pm and received a result of 260mg/dl. The customer took 6 units of insulin based on a sliding 268mg/dl, they felt weak and went to the e.r. At 5:30 pm the customers blood glucose at the e.r. Was 65mg/dl. One hour later the customers blood glucose was 58mg/dl. The customer was given an IV and snacks and juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.